Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-24. H6: investigation summary : bd did receive 12 samples from the customer in support of this complaint. 12 returned and 20 retained samples were draw-tested. From this testing it was determined that all 32 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes there was overfill. This event occurred 5 times. The following information was provided by the initial reporter: the customer stated: "sample rejection of 2 sodium citrate samples. Rejected by lab due to over filling."

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes there was overfill. This event occurred 5 times. The following information was provided by the initial reporter: the customer stated: "sample rejection of 2 sodium citrate samples. Rejected by lab due to over filling."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from the bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes there was overfill. This event occurred 5 times. The following information was provided by the initial reporter: the customer stated: "sample rejection of 2 sodium citrate samples. Rejected by lab due to over filling."